Manufacturer narrative:
Correction: d10 a supplemental MDR was submitted to reflect concomitant device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the user was unable to log in to the server and all machines were in critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the user was unable to log in to the server and all machines were in critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that users were unable to log in to the server and all machines were in critical override. The technical support specialist (tss) was remoted into the server. The memory and central processing unit usage were observed to be consistently spiking above 97%. The tss contacted the customer and proceeded to reboot the server. After the reboot, all services were verified to be up and running, and the server began performing better. In structured query language server management studio (ssms), it was confirmed that the database usage, which had been set to use 4 gb, had dropped to 2 gb, with structured query language using only 434 mb. A system file check was run, and no errors were found. Then, the tss verified that the central processing unit usage was at 46% and memory usage was at 63%. The system functioned as intended after the technical support specialist troubleshot the device.